Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 466 mg/dl. Customer's other blood glucose value was 446 mg/dl. Customer received a no delivery alarm. Customer states the insulin did exit. Customer states the pump did not alarm no delivery.the device was expected to be returned for analysis.